Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 101 mg/dl. Customer was able to clear the malfunction alarm and will continue to use the pump for insulin therapy.